Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported dentist recommended to stop treatment.

Manufacturer narrative:
Report #3014845255-2024-05969 is a duplicate of report #3014845255-2024-04728 issued on 12-11-2024.